Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence, scar tissue and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #3). Additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). (B)(6)2017: the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two perfix plug (device #1 & device #2). Per operative notes, ¿there was a large direct hernia present on the left side. Preperitoneal fat was bluntly dissected of the posterior transversalis fascia. A perfix plug (device #1) was placed in the preperitoneal space using sutures. The second portion of perfix plug (device #1) was placed overlying the inguinal floor and fixed medially to the fascia using sutures. There was a large indirect inguinal hernia sac present on the right side. The sac was opened. The excess sac was sharply excised. A large perfix plug (device #2) was placed overlying the sac and fixed to the internal oblique using sutures. The second portion of the perfix plug (device #2) was placed overlying the inguinal floor and fixed medially to the fascia using sutures.¿ (B)(6)2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, ¿there were dense adhesions which were taken down surrounding the spermatic cord and its accompanying blood vessels. The previously placed mesh (device#1) overlying the direct defect was still in place. There was a large indirect inguinal hernia present. The sac was opened and there were no incarcerated contents. The excess sac was sharply excised. A medium perfix plug (device #3) was placed overlying the sac and fixed to the internal oblique using sutures.¿ (B)(6)2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of perfix plug (device #3) and the implant of perfix plug (device #4). Per operative notes, ¿the tissue was very scarred and fixed to the mesh. There was a large hernia visible. The hernia sac was opened, revealing a sac that extended into the scrotum. There was small bowel present within the sac, which was incarcerated. This was reduced back into the peritoneal cavity. The sac was transected. There was a perfix plug (device #3) which was curled which was around the distal inguinal canal. It was resected. An extra-large perfix plug was placed overlying the tied sac and affixed to the internal oblique superiorly, inferiorly, and laterally using sutures.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and curled mesh.